Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt the lead tip was damaged. After the initial implant/removal the physician stated the lead tip caught on the valve. A new lead was implanted. No patient complications have been reported as a result of this event.